Manufacturer narrative:
B5: the devices contained fluorouracil in sodium chloride 0.9%. H4: the lot was manufactured between august 18, 2023 and august 21, 2023. H10: the actual devices were not available; however, a photograph of three (3) samples was provided for evaluation. Visual inspection of the photograph observed fluid inside the yellow bags that contained the devices suggesting a possible leak may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three small volume folfusors leaked. There are no signs of mishandling. This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.